Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 115 mg/dl. Standard troubleshooting was performed. The customer's insulin pump was not in use for an extended period of time and experienced an unexpected restart which caused the alarm. The product is not being returned. Nothing further was reported.